Manufacturer narrative:
12/29/1997: g1-manufacturer address added.

Event description:
Physician reported that pt complained of severe sudden pain and withdrawal (drug used-morphine). Physician checked pump under fluoroscope and determined rotor was not running.